Manufacturer narrative:
Device evaluation anticipated upon receipt of parts. Cannot draw any conclusions at this time.

Event description:
The end user was driving the unit when he alleges the unit stopped suddenly causing him to fall out of the unit. The unit was equipped with a lap belt, however, the end user did not have it on. The end user sustained a bruised right hip. He also chipped his tooth which had to be surgically removed.